Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social networking that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was unknown. Customer stated insulin pump was overdose or under dose with insulin. It was unknown whether the customer was using automode. The insulin pump and reservoir will not be returned for analysis.